Manufacturer narrative:
P-cap locked in place properly during testing. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to download unit using thump software due to blank display and corrupted files. Unable to verify any battery alarms or anomalies due to unit being unable to be downloaded. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corroded internal battery connector was noted, leading to blank display. Isolate to electronic assembly. Unit was also received with: cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), broken belt clip rails, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations battery anomalies were unknown when unit remained on blank display after multiple battery installations, caused by corroded electronic assembly. Isolate to electronic assembly. However, customer's allegations with cosmetic damage were confirmed when cracked case-corner of belt clip rails, cracked case (battery tube), and broken belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported receiving replace battery alert/ replace battery now alarm without receiving a low battery warning first. This was the first occurrence. Battery cap is not damaged, and battery was not used in another device first. The customer reported battery cap lost. The customer reported that pump was dropped/bumped with no visible pump damage. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.